Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage 3.05v after 15months of implantation. A diskette will be sent for analysis.